Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain"), device breakage ("a piece of an essure micro-insert was discovered in her abdomen near her gallbladder"), device dislocation ("a piece of an essure micro-insert was discovered in her abdomen near her gallbladder") and cholecystectomy ("surgery to remove her gallbladder ") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("severe lower abdominal pain/ severe abdominal cramping"), back pain ("severe back pain"), dysmenorrhoea ("abnormally severe menstrual pain"), menorrhagia ("abnormally heavy menstrual bleeding/ prolonged menses"), menstrual disorder ("abnormal menses"), dyspareunia ("painful intercourse"), allergy to metals ("nickel allergy"), migraine ("migraines") and weight fluctuation ("weight fluctuations"). The patient was treated with surgery (partial, bilateral salpingectomy - portions of fallopian tubes containing the micro-inserts removed in (B)(6) 2014). On (B)(6) 2016, the patient underwent a cholecystectomy (seriousness criterion medically significant) and a device breakage (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criteria medically significant and intervention required) and complication of device removal ("a piece of an essure micro-insert was discovered in her abdomen near her gallbladder / additional essure fragments likely remained in her abdomen but, unfortunately, she was unable to remove them during surgery") were identified. Patient was treated with surgery (during gallbladder surgery, essure piece removed). Essure was removed. At the time of the report, the pelvic pain, back pain, dyspareunia and weight fluctuation had not resolved and the device breakage, device dislocation, complication of device removal, cholecystectomy, abdominal pain lower, dysmenorrhoea, menorrhagia, menstrual disorder, allergy to metals and migraine outcome was unknown. The reporter considered abdominal pain lower, allergy to metals, back pain, cholecystectomy, complication of device removal, device breakage, device dislocation, dysmenorrhoea, dyspareunia, menorrhagia, menstrual disorder, migraine, pelvic pain and weight fluctuation to be related to essure. The reporter commented: in (B)(6) 2014, patient underwent a partial, bilateral salpingectomy, during which the portions of her fallopian tubes containing the micro-inserts were removed. Despite having removal surgery, patient continued to experience pain in her abdomen, pelvis and back. Then, on (B)(6) 2016, patient had surgery to remove her gallbladder, during her gallbladder surgery, a piece of an essure micro-insert was discovered in her abdomen near her gallbladder, and was subsequently removed. Doctor further advised patient that additional essure fragments likely remained in her abdomen but, unfortunately, she was unable to remove them during surgery. Consequently, since her second removal surgery, only some of patient's symptoms had resolved. Patient was currently investigating her options for getting the remaining essure fragments removed. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: confirming full occlusion of fallopian tubes. Company causality comment: incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain \pain"), device breakage ("a piece of an essure micro-insert was discovered in her abdomen near her gallbladder \ device breakage"), device dislocation ("a piece of an essure micro-insert was discovered in her abdomen near her gallbladder \migration of essure device location of device: abdomen"), menorrhagia ("abnormally heavy menstrual bleeding/ prolonged menses \menorrhagia") and cholecystectomy ("surgery to remove her gallbladder \ laparoscopic cholecystectomy") in a 24-year-old female patient who had essure (batch no. B71764) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included laparoscopy in 2011, infrequent menstruation, diffuse cystic mastopathy, irregular menstrual cycle, abdominal pain, metrorrhagia, discomfort, appetite disorder nos, genital warts, miscarriage in 2011, vomiting, ovarian cyst, corpus luteum cyst, hematoma, vaginal dryness, vaginitis and urinary frequency. Previously administered products included for an unreported indication: mirena from 2009 to 2011. Concurrent conditions included bipolar disorder, nasal septum deviation since (B)(6)2014, body mass index normal, bladder disorder, uti, burning micturition, dysuria, urinary retention, vaginal discharge, pain, vulvovaginitis, dysfunctional uterine bleeding, genital bleeding, menometrorrhagia, uterine bleeding, appetite lost, sleep disturbance, pallor, lightheadedness, swelling nos, micturition urgency, incomplete bladder emptying, memory loss and nickel sensitivity since 1990. Concomitant products included clarithromycin (macrobid), ethinylestradiol;norgestimate (ortho tri-cyclen) from (B)(6)2014 to (B)(6)2014, hyoscine (scopolamine), phenazopyridine hydrochloride (pyridium) and sumatriptan (imitrex) since 2011. On (B)(6)2014, the patient had essure inserted. On (B)(6)2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dyspareunia ("painful intercourse \dyspareunia (painful sexual intercourse)"), migraine ("migraines"), weight fluctuation ("weight fluctuations"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), headache ("headaches") and alopecia ("hair loss"). On (B)(6)2016, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criteria medically significant and intervention required) and underwent cholecystectomy (seriousness criterion medically significant). On an unknown date, the patient experienced complication of device removal ("a piece of an essure micro-insert was discovered in her abdomen near her gallbladder / additional essure fragments likely remained in her abdomen but, unfortunately, she was unable to remove them during surgery"), abdominal pain lower ("severe lower abdominal pain/ severe abdominal cramping"), back pain ("severe back pain"), dysmenorrhoea ("abnormally severe menstrual pain \dysmenorrhea(cramping)"), menstrual disorder ("abnormal menses") and allergy to metals ("nickel allergy"). The patient was treated with ibuprofen (motrin), tizanidine hydrochloride (tizadine) and surgery (novasure ablation on (B)(6)2014, during gallbladder surgery, essure piece removed and laparoscopic bilateral salpingectomy). Essure was removed on(B)(6)2014. At the time of the report, the pelvic pain, back pain, dyspareunia and weight fluctuation had not resolved, the device breakage, device dislocation, menorrhagia, cholecystectomy, complication of device removal, menstrual disorder, allergy to metals, migraine, vaginal haemorrhage, headache and alopecia outcome was unknown and the abdominal pain lower and dysmenorrhoea was resolving. The reporter considered abdominal pain lower, allergy to metals, alopecia, back pain, cholecystectomy, complication of device removal, device breakage, device dislocation, dysmenorrhoea, dyspareunia, headache, menorrhagia, menstrual disorder, migraine, pelvic pain, vaginal haemorrhage and weight fluctuation to be related to essure. The reporter commented: patient's current weight - 116ibs. In (B)(6)2014, patient underwent a partial, bilateral salpingectomy, during which the portions of her fallopian tubes containing the micro-inserts were removed. Despite having removal surgery, patient continued to experience pain in her abdomen, pelvis and back. On (B)(6)2016, she underwent hysteroscopy with dilation and curettage. Then, on (B)(6)-2016, patient had surgery to remove her gallbladder, during her gallbladder surgery, a piece of an essure micro-insert was discovered in her abdomen near her gallbladder, and was subsequently removed. Doctor further advised patient that additional essure fragments likely remained in her abdomen but, unfortunately, she was unable to remove them during surgery. Consequently, since her second removal surgery, only some of patient's symptoms had resolved. Patient was currently investigating her options for getting the remaining essure fragments removed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24 kg/sqm. Hysterosalpingogram - on (B)(6)2014: results: confirming full occlusion of fallopian tubes. Bilateral tubal occlusion. Successful essure placement.. Pathology test - on (B)(6)2014: surgical pathology report: tissue(s) submitted: a fallopian tube for sterilization; b endometrial curettings. Clinical history: aub, menorrhagia. Pelvic pain, essure. Microscopic diagnosis: fallopian tube segments: milo inflammation and reactive changes [presence of essure device) endometrial curettings: weakly proliferative endometrium with focal stromal breakdown. Small fibro epithelial polyps. Gross description: contents of specimen a as tubes x 2 essure implant. Located inside the lumen is a double coiled silver essure apparatus, the shorter fallopian tube is serially sectioned. The longer segment of fallopian tube measures 6 cm, located inside the fallopian tube lumen are double coiled essure apparatus, the longer segment or fallopian tube is serially sectioned . Microscopic description: specimen a shows segments of fallopian tube which are confirmed in complete transverse section. They show mild inflammation in the lumen and in the wall with occasional multinucleated giant cells and focal flattening of the epithelium these changes are consistent with the presence of essure device that was present in the container. Specimen b shows fragments of endometrium mixed with blood, endometrial fragments $how mostly tubular glands with stratified nuclei but mitoses are not evident stroma is condensed and shows focal breakdown, some glands show tubal metaplasia.. ¿concerning the injuries reported in this case, the following one was confirmed in patients medical record:abnormal vaginal bleeding, quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2019: quality-safety evaluation of ptc incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain \pain"), device breakage ("a piece of an essure micro-insert was discovered in her abdomen near her gallbladder \ device breakage"), device dislocation ("a piece of an essure micro-insert was discovered in her abdomen near her gallbladder \migration of essure device location of device: abdomen"), menorrhagia ("abnormally heavy menstrual bleeding/ prolonged menses \menorrhagia") and cholecystectomy ("surgery to remove her gallbladder \ laparoscopic cholecystectomy") in a 24-year-old female patient who had essure (batch no. B71764) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included laparoscopy in 2011, infrequent menstruation, diffuse cystic mastopathy, irregular menstrual cycle, abdominal pain, metrorrhagia, discomfort, appetite disorder nos, genital warts, miscarriage in 2011, vomiting, ovarian cyst, corpus luteum cyst, hematoma, vaginal dryness, vaginitis and urinary frequency. Previously administered products included for an unreported indication: mirena from 2009 to 2011. Concurrent conditions included bipolar disorder, nasal septum deviation since 22-dec-2014, body mass index normal, bladder disorder, uti, burning micturition, dysuria, urinary retention, vaginal discharge, pain, vulvovaginitis, dysfunctional uterine bleeding, genital bleeding, menometrorrhagia, uterine bleeding, appetite lost, sleep disturbance, pallor, lightheadedness, swelling, micturition urgency, incomplete bladder emptying, memory loss and nickel sensitivity since 1990. Concomitant products included clarithromycin (macrobid), ethinylestradiol;norgestimate (ortho tri-cyclen) from (B)(6) 2014 to (B)(6) 2014, hyoscine (scopolamine), phenazopyridine hydrochloride (pyridium) and sumatriptan (imitrex) since 2011. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dyspareunia ("painful intercourse \dyspareunia (painful sexual intercourse)"), migraine ("migraines"), weight fluctuation ("weight fluctuations"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), headache ("headaches") and alopecia ("hair loss"). On (B)(6)2016, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criteria medically significant and intervention required) and underwent cholecystectomy (seriousness criterion medically significant). On an unknown date, the patient experienced complication of device removal ("a piece of an essure micro-insert was discovered in her abdomen near her gallbladder / additional essure fragments likely remained in her abdomen but, unfortunately, she was unable to remove them during surgery"), abdominal pain lower ("severe lower abdominal pain/ severe abdominal cramping"), back pain ("severe back pain"), dysmenorrhoea ("abnormally severe menstrual pain \dysmenorrhea(cramping)"), menstrual disorder ("abnormal menses") and allergy to metals ("nickel allergy"). The patient was treated with ibuprofen (motrin), tizanidine hydrochloride (tizadine) and surgery (novasure ablation on (B)(6) 2014, during gallbladder surgery, essure piece removed and laparoscopic bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, back pain, dyspareunia and weight fluctuation had not resolved, the device breakage, device dislocation, menorrhagia, cholecystectomy, complication of device removal, menstrual